Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2024, the patient reported that on approximately (B)(6) 2024, they experienced an unknown sensor issue which occurred on an unspecified day after sensor insertion into the abdomen. On (B)(6) 2024, the patient reported while at work the patient felt lightheaded, collapsed, and lost consciousness. The patient woke up on his own (it was not specified how long he was unconscious) and went to the emergency room (ER). The patient reported being at the hospital "the entire day" but cannot recall any of the medication or treatment he was provided. The patient was wearing an insulin pump (brand not specified), which he said provided him with too much insulin as he was having an unspecified issue with his dexcom transmitter and therefore, his continuous glucose monitor (cgm) was unable to connect with his insulin pump. The patient refused to provide dexcom with any further event information, becoming irate when further probed for event details. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.